Manufacturer narrative:
Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted percutaneously into the left femoral artery in a 58-year-old male patient with a past medical history of coronary artery disease (cad) and coronary artery bypass graft (CABG) presenting with acute myocardial infarction (ami) and cardiogenic shock (csg) scai stage d on inotropes and vasopressors prior to initiation of support. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) alarmed ¿placement signal not reliable.¿ the care team tried troubleshooting for kinks in the cable or catheter and the alarm spontaneously resolved momentarily and then alarmed again. An echocardiogram was pending when the patient was transferred to another hospital. The peel away sheath had been left in place for antegrade femoro-femoral bypass for distal perfusion. When the impella and sheath were removed to transition the patient to extracorporeal membrane oxygenation (ECMO), a clot was identified between the peel away sheath and antegrade sheath. The post-procedure outcome was survived at explant. The device functioned at p-9 at 3.5 l/min with no issues. Thrombus (thrombosis) may be influenced by patient-specific factors such as critical illness and inadequate anticoagulation.